Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that physician had contacted the field representative and stated they had a patient whose the right ventricular (rv) lead exhibited high out of range shock impedance measurement of 147 ohms. No patient information was given during the call and the clinic does their own checks. Boston scientific technical services (ts) suggested having the clinic contact ts for further support. No further information was received. At this time all available evidence indicates the products remain in service. No adverse patient effects were reported.